Event description:
Customer states that the seal was insufficient on a biopsy needle device. Device not used on a patient, however, potential for injury exists if a non sterile device is used on a patient.

Manufacturer narrative:
The defect was confirmed on the returned blister. The packaging supervisor was contacted and it was found that when there is an interruption in the middle of the cycle like a power loss or emergency stop, the machine immediately stops the sealing cycle and at that point, the only force applied to the seal is the weight of the seal plate itself. If this occurs, the machine shuts down to notify the operators. Once the machine is reset it will resume the cycle. The blisters attempted to seal during the interruption are the only blisters impacted and should be reworked. The supervisor has modified the job outline to require the operators to inspect for this defect when there is an abnormal interruption of the cycle for any circumstance and to rework all blisters that were in the sealing area during the interruption.